Event description:
This is a report of a patient who experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was reported to be contamination due to patient breaking the mini cap. As a result, a damaged minicap was in use by the patient. The patient was not hospitalized for the event. On the same day date, the patient was treated with intraperitoneal (ip) vancomycin (dose not reported, daily, duration two weeks) and ip ceftazidime (dose not reported, duration two weeks). Dianeal therapies were ongoing. At the time of this report, the patient discontinued the treatment for peritonitis and was fully recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.